Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's parent reported that the insulin pump alarmed weak battery. The customer received the alarm everyday but now they were unable to turn the insulin pump on. They received a new battery cap but the issue persisted. The customer was on a backup plan. Customer's blood glucose level was not reported. The device was not returned.